Manufacturer narrative:
The report was received via voluntary medwatch #(B)(4) and is attached. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported via a voluntary medwatch, during a percutaneous coronary intervention (pci), the distal tip of the sgw atw .014 j floppy 195cm guidewire became entrapped in the left anterior descending coronary artery. Additional intervention was necessary. Additional information has been requested.